Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the reported diagnostics did not match the extended diagnostics and there were noise reversions. No changes or interventions were reported. The patient was in stable condition.